Event description:
It was reported that patient neurostimulator (ins) pocket site felt hot, warm,swollen, tender to touch and red. It was stated that it may be infected. It was also reported that patient felt like there was about ¿added 15 pounds (ibs) at the (ins) pocket site¿. It was added that patient was unsure when it started.a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3550-09, lot# lb4312, implanted: (B)(6) 2003, product type accessory; product ID 3888-28, lot# l47264, implanted: (B)(6) 1998, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type extension. (B)(4).